Manufacturer narrative:
The manufacturer did not receive the device, or other source documents for review. As no lot number was provided for the device, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the lag screw reamer was used to drill for placement of lag screw in cephalomedullary hip nail. The tip of the screw reamer broke off into two small pieces. The lag screw was placed in femoral head.